Event description:
When attempting to reload the stapler, the reload was not seeding correctly in the stapler, the scrub tech could visually see that there was no residual staples in the device.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: staple, implantable.

Event description:
When attempting to reload the stapler, the reload was not seeding correctly in the stapler, the scrub tech could visually see that there was no residual staples in the device.